Event description:
Two nuts were loose; surgeon replaced 2 each 6x40mm screws with 2 each 7x40mm screws, and he replaced 3 each 5.5x60mm rods with 2 each 5.5x70mm rods and replaced all six locking nuts.

Manufacturer narrative:
Internal engineering evaluations are pending and results will be submitted to FDA shortly.